Event description:
Customer reported receiving erratic readings on their precisionxtra blood glucose meter. Customer reported receiving readings of 23mg/dl and 5mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The customer's product has not been returned for an investigation. A follow up report will be filed once the investigation results are available.